Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with ams 700 procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ams 700 was thoroughly analyzed. Visual and microscopic analysis was performed. The cylinders passed all functional testing. The pump was visually and functionally inspected. Functional testing of the pump did not reveal any abnormalities. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Fibrotic tissue or damage tissue is identified in hazard documentation as a known inherent risk of device use. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during the previous inflatable penile prosthesis (ipp) implant procedure, the surgeon decided to not perform a complete dilation of the left side of the corpus cavernosum due to fibrotic tissue. The implant was placed with different rear tip extenders resulting in a 2 cm difference between sides. The patient experienced difficulty of having intercourse and was not happy with the procedure results. After obtaining several second opinions, it was determined that the sizing needed to be adjusted. The patient underwent a surgical procedure in which the existing device was removed and a new ipp was implanted. It was indicated that the physician decided to perform a full replacement to avoid the risk of contamination and infection. No clinical consequences with the explanted device had been reported and the patient was expected to fully recover following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during the previous inflatable penile prosthesis (ipp) implant procedure, the surgeon decided to not perform a complete dilation of the left side of the corpus cavernosos due to fibrotic tissue. The implant was placed with different rear tip extenders (rte) resulting in a 2 cm difference between sides. The patient experienced difficulty of having intercourse and was not happy with the procedure results. After several second opinions, it was determined that the sizing needed to be adjusted. The patient underwent a surgical procedure in which the existing device was removed and a new ipp was implanted. It was indicated that the physician decided to perform a full replacement to avoid the risk of contamination and infection. No clinical consequences with the explanted device had been reported and the patient was expected to fully recover following the intervention.